Event description:
During an in-clinic follow-up, high capture threshold and low sensing were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of inadequate capture and r-wave amp variation were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Electrical testing did not find any indication of conductor fracture or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of damages consistent with those occurring at the time of the procedure.